Event description:
It was reported that the patient underwent an unknown spinal procedure and the tip of the pituitary broke. No patient complications were reported.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Visually confirmed the instrument handle is broken at the base where it interfaces with the superior shaft. Optical examination of the fracture reveals a fairly tortuous fracture, with no indication of fatigue, cross sectional riverlines and fracture morphology consistent with bend stress overload. The above observations are consistent with misuse due to bend stress overload as the mechanism of failure.

Manufacturer narrative:
(B)(6). (B)(4). The instrument was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.